Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported issue could have resulted from faulty lamp but the cause of the fault could not be identified with the complaint information and the lamp hour exceeded 500 hours. The issue was resolved by replacing the lamp. The device will not be returned. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that an "e103" error occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed by moving the patient to a different room. There was no delay in procedure associated with the problem. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter replaced the main lamp. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.